Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced early-morning low glucose events around 4:30 a.m., with sensor readings near 90 mg/dl and shakiness and used oral glucose to treat; additional product training was scheduled. Symptoms included feeling shaky consistent with symptomatic hypoglycemia. Outcomes included transient low glucose lasting about 30 minutes without medical intervention, hospitalization, or ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction or component failure identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.